Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and passed calibration three times. There was no observation of the epgs requiring a second calibration even after passing initial calibration. The unit passed verification and release testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed that the epgs had a long delay before reaching the fraction of inspired oxygen (fio2) setpoint and the central control monitor (ccm) and the external oxygen (o2) analyzer values had more than a 10% difference. A new o2 sensor was installed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was prompting for a second calibration even after passing the initial calibration. The unit also had a long delay before reaching set values. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.